Event description:
It was reported that during a robot assisted sigmoidectomy, the device could not be fired on rectum. The gap setting scale was illuminated, and the re-point was not illuminated. Eventually, the anvil was also removed, and an additional resection was made and re-anastomosed with trieea25 purple. Competitive device was used to complete the case. Leak was found the leak test after anastomosis. Additional hand suture was performed at the leak point. It is unclear whether the anastomosis was affected by the failure to anastomose the anvil the first time and the tissue was contused by reinserting the anvil, but the doctor is concerned that this is a possibility. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/6/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if the leak found was related to the ethicon device? If yes, was there any other issue noted with the staple line (malformed staples, staple line missing staples, etc.)? Regarding "tissue was contused by reinserting the anvil", please provide more details. How was the tissue contusion addressed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. Additional information was requested, and the following was obtained: could you please clarify if the leak found was related to the ethicon device? No. The ethicon device was not firing, so the surgeon exchanged the competitive device and completed the procedure. If yes, was there any other issue noted with the staple line (malformed staples, staple line missing staples, etc.)? Regarding "tissue was contused by reinserting the anvil", please provide more details. Repeated anvil insertions led to tissue damage. The surgeon think leakage mau casese from the damaged tissue. How was the tissue contusion addressed? Cut the tissue. Could you please clarify if there were any patient consequences? After using the competitive products on anastomosis, the leakage occurred.additional suture was conducted. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? There was no change in the post-operative care.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. D4: batch #703c71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed, the green checkmark did not illuminate, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The device was dry fire five times, the device did activate on each firing. Additionally, a photo was provided at product complaint level and it shows a device with the anvil placed, the safety disengaged and a battery inserted with no apparent damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 703c71, and no non-conformances were identified.